Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), that was confirmed with the healthcare provider (hcp), reported stimulation was turned back on in the hospital and the patient claimed they felt dizzier even with stimulation off. The patient never walked during their hospital stay to evaluate if the leg weakness changed with stimulation off versus on. The patient was told to leave stimulation off until their next appointment with their neurologist in february so the issue was currently unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient had turned on the device for the first time since implant on (B)(6) 2019. The patient had fallen a couple of times and said their legs felt weak. They were falling before the implant, but they said it seemed worse the last couple of days. The patient was advised to turn off the stimulation using the patient programmer to see if the leg weakness and falling improved. The issue was not resolved at the time of the report. There were no further complications reported.